Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023; sampling from: all channels; cfu: no detection; bacterial identification: bacillus species. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there was no detection of contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found that the air/water cylinder had discoloration, the suction cylinder had discoloration, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.